Manufacturer narrative:
Batch review performed on 09 september 2020: lot 1921458: (B)(4) items manufactured and released on 08-oct-2019. Expiration date: 2024-09-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation: a plif lumbar cage backs out few days after stabilization surgery and is replaced, along with the second cage at the same level, with a thicker one. Such problems are normally originated by excessive or asymmetrical distraction or excessive movements of the patient's spine. No reason to think that a defect of the product caused it.

Event description:
Plif surgery was performed with the mectalif posterior cage and competitor's pedicle screws at l4-l5 on (B)(6) 2020. All pedicle screws size were ø7mm-40mm. The back out of the right side of the cage was discovered at x ray after the primary surgery. Revision surgery was performed on (B)(6). All pedicle screws were replaced the size ø7mm with the size ø7.5mm. The surgeon replaced the 2 mectalif posterior cage 11x22x8 l5° with 2 mectalif posterior cage 11x22x10 l5°.